Event description:
While the patient was under general anesthesia in the operating room, the physician was placing a fistula device, catalog number fm1004, from an unknown lot number. The catheter was placed with no difficulties, however the locking loop "didn't lock easily on the device due to saliva. The physician used a piece of silk to tie the beaded stem to the catheter. The device was placed and the patient was then taken to post-op care where they were tested for leakage. They found leakage of the device, and went in to tighten the device using hemostats. About 2 to 3 beads in, the device snapped." The partial device is still in the patient, who remains in the hospital for an unrelated reason. The next day, the physician used a bronchoscope and removed the device, and a new fistula was placed in without a problem, no leakage. Device will be returned for analysis.

Manufacturer narrative:
As stated in the product's instructions for use (IFU), the event of leakage is a documentation/known complication: "intractable leakage around the prosthesis, requiring adjustment or re-fitting of the prosthesis, or other surgical/prosthetic of medical management options." Also documented in the IFU: "accidental aspiration of the prosthesis into the airway, which may require removal by a physician."